Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, the patient experienced a shocking or jolting sensation. The shocking occurred two times yesterday and once on the morning of the report. The shocking was in the left buttock; the stimulator was implanted in the right buttock. There was no known accident or incident related to the event. The patient was at home in good condition at the time of the report. Additional information was requested.